Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection and functional testing were performed. The f-66 alarm was identified during functional testing. The cause of this alarm was determined to be a damaged cpba board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-66 alarm. No additional information is available